Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on left extension. Surgical intervention took place where the left extension was explanted and replaced to address the issue. There were no impedances issues after the replacement, and therapy was restored.